Event description:
Additional information received reported the short had first been noticed on (B)(6) 2016 when the implantable neurostimulator (ins) was interrogated during surgery. The original battery had displayed the same short. It was confirmed the patient was receiving sufficient therapy with the short so the new ins was implanted. No further troubleshooting was performed upon replacing the ins.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that following an implantable neurostimulator (ins) replacement, the low impedances that were noted prior to the replacement continued to occur; the bipolar pair 0 + 3 had an impedance of 37ohms while all other pairs were within the normal rage. It was noted that the cause of the impedances was unknown. It was confirmed that the connection to the battery was ok and the patient was receiving effective therapy. No symptoms were reported. Please see report number 3004209178-2016-10627.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.